Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Device received with broken reservoir tube lip, missing reservoir tube o-ring, minor scratches on case, cracked select button keypad overlay, keypad overlay texture damage and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that transparent circular plastic in the reservoir attachment part has come off. The customer's blood glucose was unknown. The product was returned for analysis.